Event description:
Approximately 1 month following successful implant of excluder bifurcated endoprosthesis devices, the patient died. The patient death was attributed to `dead bowel' syndrome and other co-morbidities.